Event description:
It was reported that the patient fell in (B)(6) 2015. The patient went to sit down in their walker, missed, and fell on their bottom. The patient went to the ER and they did an EKG on their heart and the patient had to turn off their implantable neurostimulator (ins). The patient left the ER and the nurse forgot to put the ins back on. The patient was in the hospital because the catheter broke. The patient¿s ins quit and stopped working 8 weeks ago. For 7 weeks, the patient had been using catheters, and they were on their third one. The patient had a loss of therapeutic effect and no stimulation sensation. The patient¿s health care provider (hcp) told them their bladder quit working. The patient may have to wear the catheter for the rest of their life. The catheter was irritating their bladder. The patient went to the clinic 2 to 3 weeks ago and asked the nurse to see the hcp. The hcp said the battery was good for another year. The ins was on program 3 at 1.9v and the patient changed the stimulation to 2.5v. The patient would try and see if that would help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v188962, implanted: (B)(6) 2009, product type: lead. (B)(4).